Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hospital. Phone: (B)(6). Email: (B)(6). Block imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a post polypectomy clipping procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not release from the catheter to deploy. The physician attempted to open and close the clip rapidly but still unsuccessful. The physician had to cut the catheter at the handle and tried tugging on the catheter and the clip finally release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.